Event description:
It was reported that the sleep/wake button on an ilet bionic pancreas did not respond when the user repeatedly tapped it, and the agent educated the user to press and hold the button for about one second to activate it. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention, hospitalization, or emergency care. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device functioned as designed when operated per instructions, indicating user technique as the likely contributor rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.